Event description:
Patient preparing to sit down at dining room table. Walker collapsed causing him to fall into chair.what was the original intended procedure?sitting.device #1is this a laboratory device or laboratory test?no.